Manufacturer narrative:
An event regarding packaging damage involving a mrs stem was reported. The event was confirmed by visual inspection. Method & results: -device evaluation and results: the opened outer blister was returned for evaluation. The outer carton was not returned. There was evidence of a good seal on the flanges of the outer blister. The inner blister was unopened. There was one corner of the outer blister where the tyvek had lifted from the seal. The blister casing surrounding the stem component was also cracked in that corresponding corner. The mrs stem had come out of the protective end caps and was moving about within the blister. It appears that the pack was subjected to forceful movement to the extent that the stem was jolted out of position within the end caps in the skin pack. The crack on the corner of the blister casing appears to have been caused by the impact of the stem component moving about within the pack, in turn lifting the tyvek lid in that corner. -medical records received and evaluation: not performed as the event is related to a packaging issue. -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the outer and inner blister were returned with the blister casing. The mrs stem had come out of the protective end caps and was moving about within the blister. From the damage to the blister, it appears that the pack was subjected to forceful movement to the extent that the stem was jolted out of position within the end caps in the skin pack. The crack on the corner of the blister casing appears to have been caused by the impact of the stem component moving about within the pack, in turn lifting the tyvek lid in that corner. The exact cause of the event could not be determined because insufficient information was provided. Further information such as all packaging return including the unit carton is required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during a right hip procedure, gmrs stem was opened. The outer sterile packaging was intact, but the inner packaging was open on one side. An alternate stem was used instead. Company rep reported that the procedure was completed successfully with no negative impact to the patient and no surgical delay.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a right hip procedure, gmrs stem was opened. The outer sterile packaging was intact, but the inner packaging was open on one side. An alternate stem was used instead. Company rep reported that the procedure was completed successfully with no negative impact to the patient and no surgical delay.